Manufacturer narrative:
H.6. Investigation summary: one photo displaying two loose 3ml syringes was received and evaluated. It was observed one syringe contained very dark grad line with no numbers present and one syringe contained no grad lines and very faint scale marking numbers. The missing print on both syringes was rejectable per product specification. Potential root cause for the missing scale defect is associated with the marking process. It is possible the broken belt caused a mistiming at the printer. No corrective actions are necessary based on the defective rate identified. Batch 8340820 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 301073 batch no. 8340820. It was reported that before use of the bd luer-lok¿ 3ml syringe the syringes had missing and incomplete graduation printing. There were 15 syringes that had this issues. The following information was provided by the initial reporter: "missing graduation / incomplete graduation printing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 301073 batch no. 8340820. It was reported that before use of the bd luer-lok¿ 3ml syringe the syringes had missing and incomplete graduation printing. There were 15 syringes that had this issues. The following information was provided by the initial reporter: "missing graduation / incomplete graduation printing."